Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer could not remember information regarding this event and how the issue was resolved. There was no reported impact to blood glucose.